Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the corruption of pc counter, ram, or flash eprom, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump alarmed and exhibited error 1140. Troubleshooting was performed and the pump turned off following two beeps. Res volume was 78.6 ml, rate at 0.6 ml per hour, and 21.45 ml was given. No patient injury was reported.